Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose at the time of incident was 279mg/dl. The customer reported the battery is dying quickly and she's having high blood glucose over 600 mg/dl. She mentioned her battery cap might be damaged. Customer states she dropped the battery cap and thinks that may have loosened the contact that's in the battery cap because the next time she did a battery change it fell out. Customer declined to troubleshoot for the high blood glucose and states her blood glucose is high because she hasn't been using the pump. The insulin pump will not be returned for analysis.